Event description:
The customer reported that intermittently the treadmill is not stopping when stop is hit on the software. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.